Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator powers on and is running but the leds for power not illuminated. The dc led flashes red when the vent is powered on but immediately goes out. The customer confirmed that there is no patient involvement associated with this reported event.